Event description:
A customer contacted beckman coulter (bec) in regards to obtaining three (3) different blood urea nitrogen (bun) cartridge method patient results that were considered low and did not match delta checking, generated on the unicel dxc 600i synchron access clinical system. The low results were not reported out of the laboratory. No other assays were questioned. The samples were rerun on an alternate instrument which yielded results that were considered correct and those results results were reported out. The customer decided to not run any additional samples that did not have delta checking available and requested service. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) before and after the event was within established ranges. A bec field service engineer (fse) was dispatched for this event. The fse replaced the chemistry cartridge (cc) sample and reagent syringe and also the cc sample and reagent mixer paddles which resolved the issue. One week following, bec followed up with the customer and the customer confirmed that they were not experiencing any further issues.